Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site and subsequently was treated with oral antibiotics (B)(6) 2015 (specific date not reported) for a duration of 10 days, however the issue could not be resolved and subsequently in (B)(6) 2015 the patient was placed on another course of antibiotics (type and duration not reported). The issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device.